Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: two views of the left hip demonstrate a left total hip arthroplasty with superior dislocation of the femoral head. Suggestion of posterior dislocation on the cross table lateral film. Patient body habitus limits evaluation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat# 650-0661 lot# 3197547 delta ceramic fem hd 36/0mm. Cat# 110010244 lot# 66526499 g7 osseoti 3 hole shell 52mm e. Cat# 51-117090 lot# 7563993 tprlc 133 mp type1 bm ho 9.0. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left total hip replacement. Subsequently, the patient dislocated, and a closed reduction was unsuccessful. The patient was revised approximately 6 weeks post-implantation due to the dislocation. During the revision the liner and head were exchanged. It was reported that no further information is available.